Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the gauge was not working and something was loose inside. Patient involvement is unknown.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, the case was cracked, and the front panel was broken. Per functional testing, the gas supply indicator was loose, but the gauge was working fine. The complaint was confirmed. The root cause was user interface from impact on the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced gauge as preventative action and replaced broken gas supply indicator. Replaced MRI battery, sintered filter, o-rings, replaced defective reed housing and alarm. Performed preventative maintenance (pm), cleaned unit, and affixed new service label. The device passed all functional and delivery tests.